Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis on an unknown date. The patient was treated with injection vancomycin (1 gram, frequency and route not reported), injection amikacin (150 milligram started dose, frequency and route not reported), tablet flucon (150 milligram, frequency and route not reported), tablet cifran (250 milligram, frequency and route not reported) and injection cilanem intraperitoneally (500 milligram, frequency not reported). At the time of this report, the outcome of the peritonitis is unknown. Action taken with dianeal therapy was not reported. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.